Manufacturer narrative:
The insulin pump received with constant motor communication error alarm due to problem isolated to motherboard. Unable to performed functional test due to motor communication error alarm anomaly. Unable to verify motion sensor test failure alarm, failed battery test, off no power without low battery indicator or battery out limit due to motor communication error alarm anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump received with broken battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced motion sensor test failure, spi to motor pic communication error, off no power, damaged battery cap, battery out limit and failed battery test. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during the rewind/prime sequence. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer stated that the battery cap was not loose, cracked or damaged. The customer was assisted with displacement test and it passed. The insulin pump was returned for analysis.